Event description:
It was reported that (2) devices were used during a laparoscopic fundoplication and laparoscopic colon. It was reported by the affiliate that one of the lcsc5 branches was broken and the other lcsc5 had leakage. Another device was used to complete the case. There was no consequence to the pt. 2001 msg from affiliate, (1) lcsc5 and (1) lcsk5 involved in complaint not (2) lcsc5's.